Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the flickering issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel on his olympus visera pro xenon light source began flicking and would not switch to narrow band imaging (nbi) mode during preparation for a nasopharyngolaryngoscopy procedure. According to the initial reporter, the intended procedure was completed, without patient harm, using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. A faulty limit switch repair unit was discovered and caused the reported front panel flicker. However, the failure to switch to nbi mode was not confirmed. Additionally, one of the sockets was found loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.